Event description:
The hospital reported that while ablating the graft by electric cautery, it was noted that the 20x10 mm 40 cm hemashield mdv bif graft got burned. A replacement device was used to complete the procedure. The incident occurred during preparation before use on the patient.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).